Event description:
The report received from the (B)(4) study indicated that a patient experienced mi and instent restenosis of the study stent approximately twenty-nine months post index procedure. At the time of index procedure, the angiography revealed 95% stenosis in the proximal circumflex which was described as 14mm in length, moderately calcified, class b1, and de novo. The reference vessel was 2.5mm in diameter. As planned, the lesion was pre-dilated with a 2.5x20mm non-cordis balloon at 18atms and a 2.5x18mm cypher otw was implanted at 18atms. Approximately twenty-nine months post index procedure, the patient underwent des implantation due to mi and 100% restenosis of the target vessel proximal circumflex. The study stent was restenosed with a non-cypher stent. There was no possibility of dissection. The healthy tissue to healthy tissue was covered by the stent. The mi was related to the pcx lesion. The outcome of the event was resolved without sequelae. The event was possibly related to the cypher stent, but not related to the index procedure, and study drug in an investigator's opinion.

Manufacturer narrative:
Addendum: additional information was received regarding (B)(6) 2012 revascularization through cec adjudication minutes. On (B)(6) 2012, the ck was 579 (225 unl), the ckmb was 21.65 (9 unl), and the troponin was 0.012 (0.04 unl). On (B)(6) 2012 prior to the revascularization, the ck was 426, the ckmb was 15.44, and the troponin was not tested. The patient underwent target lesion- pcx revascularization on (B)(6) 2012 and an unknown stent was placed. Please note that there have been no changes made as the codes for mi and reocclusion were previously reported at the time of initial report. This is just to update the lab values conducted prior to (B)(6) 2012 procedure. Updated complaint conclusion: the report received from the cypress study indicated that a patient experienced an mi and instent restenosis of the study stent approximately twenty-nine months post index procedure. This is a 72 year-old male patient with medical history including angina, previous CABG (B)(6) 2006, and family history of coronary artery disease, hyperlipidemia, hypertension, atrial fibrillation, diabetes mellitus type ii, gastric ulcer, and penicillin allergy. At the time of index procedure, the angiography revealed 95% stenosis in the proximal circumflex which was described as 14mm in length, moderately calcified, class b1, and de novo. The reference vessel was 2.5mm in diameter. As planned, the lesion was pre-dilated with a 2.5x20mm non-cordis balloon at 18atms and a 2.5x18mm cypher otw was implanted at 18atms. There was a drop in the hemoglobin, but site confirmed that there was no bleeding. Approximately nine months post index, the patient had lower gi bleed and received two units of blood transfusion but refused hospitalization. Approximately twenty-nine months post index procedure; the patient underwent des implantation due to mi and 100% restenosis of the target vessel proximal circumflex. The study stent was treated with a non-cypher stent. There was no possibility of dissection. The healthy tissue to healthy tissue was covered by the stent. The mi was related to the pcx lesion. The outcome of the event was resolved without sequelae. The event was possibly related to the cypher stent, but not related to the index procedure, and study drug in an investigator's opinion. Additional information was received regarding (B)(6) 2012 revascularization through cec adjudication minutes. On (B)(6) 2012, the ck was 579 (225 unl), the ckmb was 21.65 (9 unl), and the troponin was 0.012 (0.04 unl). On (B)(6) 2012 prior to the revascularization, the ck was 426, the ckmb was 15.44, and the troponin was not tested. The patient underwent target lesion- pcx revascularization on (B)(6) 2012 and an unknown stent was placed. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15079009 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Mi is a known potential adverse event associated with coronary stent implantation and is often associated with thrombotic or restenosis events wherein the inner lumen of the coronary artery becomes narrowed and blood flow decreased. The myocardial tissues are starved of oxygen and other nutrients secondary to the decreased or stopped blood flow and it causes permanent cardiac damage. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and diabetes.

Manufacturer narrative:
Concomitant medication included accupril, ace inhibitors, amlodipine, beta blocking agents, calcium channel blockers, plavix, glyburide, heparin, hmg coa reductase inhibitors, lotrel, metformin, prilosec, protonix, and toprol xl. Complaint conclusion: the report received from the (B)(4) study indicated that a patient experienced an mi and instent restenosis of the study stent approximately twenty-nine months post index procedure. This is a (B)(6) male patient with medical history including angina, previous CABG (B)(6) 2006, family history of coronary artery disease, hyperlipidemia, hypertension, atrial fibrillation, diabetes mellitus type ii, gastric ulcer, and penicillin allergy. At the time of index procedure, the angiography revealed 95% stenosis in the proximal circumflex which was described as 14mm in length, moderately calcified, class b1, and de novo. The reference vessel was 2.5mm in diameter. As planned, the lesion was pre-dilated with a 2.5x20mm non-cordis balloon at 18atms and a 2.5x18mm cypher otw was implanted at 18atms. Approximately twenty-nine months post index procedure; the patient underwent des implantation due to mi and 100% restenosis of the target vessel proximal circumflex. The study stent was treated with a non-cypher stent. There was no possibility of dissection. The healthy tissue to healthy tissue was covered by the stent. The mi was related to the pcx lesion. The outcome of the event was resolved without sequelae. The event was possibly related to the cypher stent, but not related to the index procedure, and study drug in an investigator's opinion. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15079009 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Mi is a known potential adverse event associated with coronary stent implantation and is often associated with thrombotic or restenosis events wherein the inner lumen of the coronary artery becomes narrowed and blood flow decreased. The myocardial tissues are starved of oxygen and other nutrients secondary to the decreased or stopped blood flow and it causes permanent cardiac damage. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and diabetes.